Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2022, the patient experienced no audio output from the dexcom mobile device. Due to the patient not getting alarms nor alerts the patient's wife had to call an ambulance. There was no information about the patient´s condition, but the paramedics had to treat the patient with IV glucose. The patient cannot recall what the cgm values were reading at the time of the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that no audio output occurred. On (B)(6)2022, the patient experienced no audio output from the dexcom mobile device. Due to the patient not getting alarms nor alerts the patient's wife had to call an ambulance. There was no information about the patient´s condition, but the paramedics had to treat the patient with IV glucose. The patient cannot recall what the cgm values were reading at the time of the event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)